Event description:
Device 2 of 5. Ref MFR reports: 1627487-2012-03083, 03540, 03541 & 03542.

Manufacturer narrative:
Conclusion - the complaint for "ineffective stimulation" was confirmed. As received, lead incomplete was examined under the microscope and broken wires were observed in the lead strain relief. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.